Event description:
We received a report that an intraocular lens was explanted after it slightly migrated from the desired position and the patient did not receive the predicted visual outcome. The physician indicated that the lens was off axis due to a combination of where he placed the lens in surgery and slight migration. Neither an incision enlargement or vitrectomy were required.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.